Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of labeling was performed and information is provided which states that the implant must be charged every 30 days to avoid battery depletion.